Event description:
It is reported that the customer's insulin pump alarmed motor error. Customer stated he does not recall any significant event leading to the alarm. The insulin pump was not exposed to MRI. Troubleshooting was completed. The blood glucose reading was 115mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.